Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility reps. "There was no pt involvement, [name removed] was doing a check out before putting it in service. The uim [user interface module] is totally inactive and will not respond to input. The screen cannot be calibrated as it is frozen".

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. The following info concerning the eval of the device and determined that the root cause of the reported event was a faulty user interface module (uim). The carefusion field service rep replaced the user interface module and tested the device per the service manual to ensure it meets all factory specs. Upon completion, the device was released to the customer ready to be placed back into service. Carefusion issued a return goods authorization (rga) number to the customer for the return of the alleged faulty user interface module for eval. As of december 19, 2014 the alleged faulty user interface module has not been received. Once received and the eval is complete, a f/u medwatch report will be submitted.